Manufacturer narrative:
Reporter phone number (B)(4). B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report that the patients ipg was revised due to ¿depleted battery¿ was confirmed. Analysis of the returned ipg found the device had declared elective replacement indication (eri), end of life (eol), and a longevity calculation confirmed the device had normal battery depletion based on device usage.